Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the t-handle ball hexagonal screwdriver would not engage into the recess of the cannulated connecting screw percutaneous instruments for nails and is worn. Also, the threads of the connecting screws were slightly stripped during the orthopedic procedure. They used a different synthes ball hexagonal screwdriver to complete the procedure. There was a surgical delay of three (3) minutes. Procedure was successfully completed. No patient consequence. This report is for one t-handle ball hex screwdriver 8mm. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary. Investigation flow: device interaction/functional. Visual inspection: the t-handle ball hex screwdriver 8mm (part # 03.010.517/ lot #9522767) was received at us cq. The distal ball hex was worn as the edges of the ball were stripped. The stripped condition of the ball-hex was consistent as an end of life indicator for the device. No other defects were identified with the device. Functional test: functional testing was performed by connecting the t-handle ball hex screwdriver with the returned cann connecting scr f/percutan instruments for nails-ex. The ball hex was able to insert however rotating the connecting screw was not consistent due to the stripped condition of the ball hex. The complaint was confirmed for the ball hex driver as it was not able to assemble with the returned connecting screws due to the stripped condition of the ball hex. Can the complaint be replicated with the returned device(s)? Yes dimensional inspection: dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Conclusion: the overall complaint was confirmed for the received t-handle ball hex screwdriver as the hex ball was stripped/worn. The noted stripped/worn condition was consistent as an end of life indicator for the device. The hex-ball has worn through repetitive use over its life-cycle (4+ years). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.010.517. Lot: 9522767. Manufacturing site: haegendorf. Release to warehouse date: sep. 08, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device history review. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.